Event description:
Subsequent to the initial report, the following information was provided: there was no challenging anatomy noted. There were no issues experienced while establishing final arm angle, and no difficulties removing stored torque in the device prior to deployment. When the clip was ready to be deployed, the clip arm angle was 10-20 degrees. There was no difficulty finding neutral on the arm positioner. When the actuator knob came off, no unusual movement was noted, and no noise was heard prior to the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product was reviewed. The clip delivery system (cds) was returned with clear fluid (moisture) visible inside the delivery catheter (dc) handle; also blood was noted on the shaft, delivery catheter (dc) handle and the steerable sleeve (ss) handle. The delivery catheter (dc) handle was returned with a full turn towards counter clock wise direction. The clip was returned fully closed, with the m/l knob pointer at 5 oclock active towards the m direction and the a/p knob at the 11 oclock active towards the a direction. The sleeve key bond was examined and noted to be intact with evidence of adhesive at the proximal end of the key. The dc shaft straightness verification was performed, and met specification. This was performed twice in each direction and the tip deflected properly each time. The m/l knob was also rotated toward the m-direction to curve the sleeve to 90 degrees. This was performed twice, and the sleeve properly deflected each time without an issue. In an effort to simulate the clinical condition, the returned cds and a proxy steerable guide catheter (sgc) were inserted into a water bath with a simulated inferior vena cava. The steerable sleeve a/p angle was tested, and met specification. No dc shaft bend or cds steering too medial was observed as the devices functioned as expected. Further testing was performed. No bending of the dc shaft, or difficulty positioning the device was observed. The reported bent dc shaft resulting in difficulty positioning the cds was unable to be confirmed. Although the reported difficulty positioning the cds was not confirmed, the reported difficulty may have been due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension (e.g. Due to the anatomy, curves on the device, rotations on the dc handle, etc.) Can result in the reported difficulty. The cds was removed from the sgc. The sleeve key was observed again and the key was intact and in the correct orientation on the steerable sleeve. The clip was deployed next to remove the actuator mandrel. The mandrel was found to be bent approximately 6.5cm from the distal end of the actuator coupler. There was no other damage identified. Based on these findings, the bending/curving of the dc shaft was likely attributed to the bend in the actuator mandrel. Bends in the actuator mandrel can affect the devices ability to steer/position during use. Potential causes for dc shaft bends resulting in difficulty positioning the cds can be caused by, but are not limited to, manufacturing anomalies, patient conditions such as anatomical morphology/pathology, user technique or procedural conditions (excessive tension on the device during the procedure). With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends resulting in difficulty positioning may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. It was noted that the shaft was deflected approximately 95 degrees during the procedure, which likely contributed to the bend in the mandrel. It should be noted that the mitraclip system instructions for use (IFU) cautions: do not deflect the sleeve tip more than 90 degrees as device damage may occur. In this case, it is likely that curving the cds sleeve more than 90 degrees resulted in more tension on the device, such that the mandrel became bent and therefore caused the dc shaft to bend resulting in the reported difficulty positioning the device. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot indicated no similar incidents. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is submitted for the difficulty to steer the clip delivery system (cds 10308585/(B)(4)), which occurred in the left ventricle, and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 10308585/(B)(4)) was prepared per the instructions for use (IFU). There was no issue during functional testing. The keys were confirmed to be aligned, and the cds was inserted and advanced without resistance. After the cds was inserted into the left atrium (la), the plus knob was applied to the steerable guiding catheter. While steering into the left ventricle (lv) with m knob, a bend was noted in the shaft which made the cds steer too medial. It was noted that the sleeve was deflected approximately 95 degrees. The decision was made to remove the cds, and replace it with a new device. The m knob was released and the cds was removed without issue. The next cds (10308585/(B)(4)) was prepared and tested per the IFU. The cds was inserted and advanced without issue. The sleeve was not deflected more than 90 degrees, the arm positioner was in neutral and the stored torque was released.

Manufacturer narrative:
(B)(4). The clip was positioned. When the release pin was removed, the actuator knob flew off of the end of the device before the knob was able to be turned. The physician used hemostats to grab the metal pin and rotate 8 times. The clip was deployed successfully and the mr was reduced to 2+. A final cds was used without any issues, and the mr was reduced to 1+. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate. Stabilizer. The sleeve was deflected more than 90 degrees. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip clip delivery system (cds 10308585/(B)(4)) referenced is being filed under a separate medwatch report.